Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported numbers (¿for set 77288 a flo: 77285¿) as reported on the medwatch form, are non-valid baxter product code numbers. Lot number dr15114039, as reported on the medwatch form, is unable to be aligned as a valid baxter lot number. This report was received via (B)(4). The reporter¿s occupation title is team assistant. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An intravenous (IV) infusion set broke in half, during an infusion, causing a patient to experience blood loss. The patient was receiving an unspecified infusion therapy, during which "the IV tubing broke in half above the extension set" causing blood to back up in the tubing and subsequently "pour onto the patient's bed" (no further detail was provided). The amount of blood loss was not specified. The cause of the break was not reported; further described as "the patient had not moved or caused any damage to the tubing to cause it to detach". No further information was provided regarding medical intervention provided or on the patient's outcome from the event. No additional information is available.